Event description:
The customer reported that the system lost a study outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and the customer was able to locate the image in the pacs system but not on the workstation. The ge representative instructed the customer how to make a still shot of one of the cine runs during a study and the information will remain for a longer timeframe because of greater storage capacity. The system operates as intended.